Manufacturer narrative:
There is not any information that indicates a malfunction of a conmed product. However, medical intervention was performed to treat the wounds sustained by the patient. To be consistent and conservative, conmed is filling this report to document an adverse event.

Event description:
A patient sustained multiple burns involving the use of a thermogard grounding pad. On (B)(6) 2011, the facility was preparing to perform a leep procedure using a finesse electrosurgical generator and smoke evacuation (B)(4). A conmed thermogard pad was applied to the thigh and the patient was positioned. As the procedure began, the surgeon indicated he was not getting enough power. A new active electrode was opened and connected. This did not correct the issue. All connections were checked, which again did not correct the issue. The nurse ran her hand across the dispersive electrode to verify placement. During this entire time, the generator did not alarm in any way. The surgeon continued with the procedure. At the end of the procedure when removing the grounding pad, the nurse noticed a burn to the patient's thigh under the pad.